Manufacturer narrative:
Findings: unit received cracked/bleeding lcd glass. Unable to perform full functional test due to physical damage to the lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The product was returned.